Event description:
This case was reported in a literature article and described the occurrence of zinc toxicity in a (B)(6) male pt who received super poligrip original denture adhesive cream formulation number (B)(4). Co-suspect medication included gadolinium (contrast agent). On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, following chronic use (at least 10 years of use), the pt developed progressive numbness in his hands and feet, ataxic gait and distal weakness. Neurological examination showed myelopathy with distal sensory loss for vibration and joint position in the hands and feet, sensory ataxia and brisk reflexes. Results of an unenhanced MRI of the cervical and upper thoracic spine showed a hyperintense signal on t2 weighted images within the posterior and central portions of the spinal cord. The pt also experienced anemia (hematocrit 28%) and neutropenia (white blood cell count 200/0/ul, 560 neutrophils/ul). His platelet count was noted to be normal. Results of a bone marrow biopsy lead to the diagnosis of myelodysplastic syndrome and he was treated with transfusions, erythropoietin and gcsf. One year after the onset of the neurologic symptoms, his zinc level was 168 ug/dl (normal 60-130 ug/dl) and a 24 hour urine collection showed that the zinc level was 1875 ug (normal less than 660 ug). His copper levels were not measured. The pt was treated with oral chelation therapy (2,3 dimercaptosuccinic acid and ethylenediaminetetraacetic acid, and edetate disodium or edetate calcium disodium (1500-300mg/infusion) for six months. During the course of his eval, he underwent two MRI procedures that included gadopentetate dimeglumine. His renal function was normal throughout. Eighteen days prior to the second MRI procedure and periodically during the chelation therapy for 2.5 years, toxicology studies of 24 hour urine collections were performed; primarily to monitor zinc removal but also simultaneously measured levels of 34 other elements including gadolinium. At 241 days after receiving the first dose of gadopentetate dimeglumine during the first MRI examination and before starting the chelation therapy, urine gadolinium excretion was 0.8 ug/day (a level interpreted by some laboratories (greater than 0.5 ug/dl) as high). At 29 days after the 2nd MRI examination and after the start of chelation therapy, gadolinium excretion was 89ug/day. At 166 days after the 2nd gadolinium exposure, 34 ug/day gadolinium was excreted. Most gadolinium was excreted during the 154 day period of regular chelation treatment, although 869 days later, after an add'l two years of intermittent chelation treatment, 0.6ug/day of gadolinium was present in the urine. The estimated total amount of gadolinium excreted was 9283 ug which was equal to approximately 0.59% of the amount received during the second injection. Because urine gadolinium measurements were not taken until 17 days after the chelation therapy had started, it was estimated that the total excretion was 0.69% of the amount received in the second injection. There were no symptoms or signs of nephrogenic systemic fibrosis. The author considered the events were related to treatment with super poligrip. The authors commented "zinc overexposure and the resulting secondary copper deficiency cause a syndrome of anemia, neutropenia and myelopathy and are associated with certain zinc-containing denture adhesive creams." They also commented "a pt with chronic zinc poisoning from denture cream retained gadolinium after a magnetic resonance imaging procedure, likely due to transmetallation." The article corresponding to this case is not available for submission due to copyright restriction.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).